Event description:
It was reported a pericardial effusion and a device leak occurred. A left atrial appendage (laa) closure procedure was being performed. After the deployment of a 27mm watchman flx closure device, a pericardial effusion with cardiac tamponade was noted. A pericardiocentesis was performed to treat the pericardial effusion. The closure device met the release criteria and was implanted. Through the imaging, it was determined the closure device did not seal the appendage because it was bi-lobed. There was a leak greater than 5mm. The patient will continue to be monitored.